Manufacturer narrative:
(B)(4). No related complaint received with return of device. Failure event observed during analysis. Final analysis found that the lead was returned in two pieces. Insulation abrasions were noted at multiple locations . Abrasions are consistent with friction with another implantable device or feature of the heart.

Event description:
This report is to advise of an event observed during analysis.